Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an ipg replacement procedure due to normal end of life, it was difficult to insert the extensions into the new ipg headers. Post op impedance check showed high impedances. As such, surgical intervention took place wherein the extensions were explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.